Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based company acceptance criteria. (B)(4).

Event description:
A surgeon reported a patient with fluctuating vision, burning and itching of the left eye three months following corneal inlay procedure.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The treatment report does not show any abnormalities related to the application. Device settings are as per recommendation. The root cause could not be identified conclusively. (B)(4).